Event description:
On (B)(6) 2012, the reported contacted animas stating that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The reporter noted that the keypad was peeling and the hardwire was exposed, and the contrast button hardwire was disconnected. The reporter alleged that the tactile issues with the keypad buttons had occurred first. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.